Event description:
It was reported to philips that the system did not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting at 00:00 and startup stopped. Review of system log files confirmed the reported problem. Upon functional testing the fse found that, cause of the issue was low voltage power failure in the m-cabinet. To resolve the issue, the fse replaced stabilized power supply as a part (pd.scomp.dcps_24v_12v_5v. ). The resolution was provided in case ID: 0121723809. After the replacement, the system was returned to use in good working order. Previously, previously, a similar issue had occurred which was fixed with a re-start. The codes were updated based on the investigation outcome. Evaluation method code was corrected.